Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The hollow reamer shows signs of corrosion. Checking the manufacturing and material documents revealed that one step during the manufacturing process was not carried out properly. Unfortunately, this mistake was not detected during the control procedure. Synthes is aware of this issue and has taken immediate steps to prevent the reoccurrence of this failure. The present instrument does not comply with the specifications.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2011, it was noted that the hollow reamer showed rust. This is report 1 of 1 for complaint (B)(4).